Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was unknown if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date the patient was treated with injection fortum (1gm route and frequency not reported) and reflin (1gm, intraperitoneally, frequency not reported) for peritonitis. The patient¿s outcome was unknown. The action taken with dianeal therapies was not reported. No additional information is available.